Event description:
Post lasik eye surgery complications. I have had extreme chronic dry eye syndrome ever since I had surgery performed. Constant dry eyes requiring prescription eye drops twice daily. Restasis and now trying xidra. I also need to use otc eye drops constantly, lubricating eye drops, systane night gel during the day and refresh severe dry eye night ointment on a daily basis. Side effects from using so many drops are burning, stinging, after taste and nausea. Night vision is compromised, on coming traffic lights are starbursts, any colored lights are an explosion of blurred light. Day driving is almost as bad, streets signs or having to focus on any signs are diminished and blurred. I have a constant feeling that I have dry contacts in my eyes that I cannot remove, a constant foreign body matter feeling in my eyes. I find myself walking around with my eyes closed because of the discomfort. I can't wait to get home and close my eyes. Even sleeping is compromised, I find I cannot get through a nights rest/sleep without using more drops/ointment. I have had suicidal now taking anti-depressants, going to therapy and continually going back to the lasik doctor for f/u on going prescription drops, eye "plugs" and more. I have lost time at work due to the intense discomfort. The compassion for what I am going through, they treat it as though it's no big deal, but it is, I feel my life is ruined. The (B)(6) institution.